Event description:
It was reported that the patient's blood glucose (bg) levels reached 35 mg/dl while wearing the pod. The patient's mother called paramedics to the patient's house because she was having a seizure. The paramedics gave the patient medicine (name unknown) to bring the bg level up. The pod was worn when seeking medical attention. The patient reports that the settings were changed by a diabetes educator who she doesn't work with normally and they were too strong for her insulin needs so she was having recurrent low bgs and ended up having a hypoglycemic seizure. She has talked with her endocrinologist for help adjusting settings as recommended by her hcp.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported loss of consciousness, seizure and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.